Event description:
The stimulation was in the wrong location. The surgeon did not implant the device right, he was not getting stimulation in the right location since implant. Stimulation is supposed to be for l5-s1, right part of back and back part of leg. Instead the patient is getting upper part of leg and more stimulation on bottom of back towards legs. They had tried several times to readjust it. When the patient used it, it aggravated the back more. The implantable neurostimulator (ins) was placed above the belt line and it catches on his belt. The patient quit using the stimulator for 7-8 months. A communication problem was reported. An ins overdischarge is suspected. The last successful recharging session was 7-8 months ago. The patient is unable to communicate with the recharger, tried a week ago. The ins is very visible and the patient can feel it. It was noted the patient is a big guy, (B)(6) and 6ft 4in. . A shocking or jolting sensation was reported. Since implant the patient feels a shock down his leg, it might last for two seconds and then it can go away. It feels like something has moved and it makes the patient sick to his stomach, this was noticed about a year ago. The patient has informed his doctor and asked his doctor if he could remove the ins and the doctor said if he did that he would remove everything and he would be in for a worse surgery. The trial worked. The patient thinks the doctor put the leads in the wrong spot. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).